Event description:
The customer reported that the heartstart mrx was failing operational check for a pacer malfunction. There is no indication of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.